Event description:
According to the literature source of study performed between november 2018 and november 2019, which compared outcomes of parietal closure in high-risk patients who underwent single-port sleeve gastrectomy. There were 255 patients in the study divided into 3 groups of 85 patients each: parietal closure using suture without mesh, suture with absorbable mesh and suture with permanent mesh. The purple sixty millimeter linear stapler or a competitor stapler were used for transection of the stomach. A competitor mesh was used. Post-operative complications included: gastric leak in 3 patients from no mesh group and 1 patient from absorbable mesh group. Two (2) patients in the no mesh group required relaparoscopy to evacuate and drain a peri-gastric abscess with subsequent endoscopic drainage. Exclusive endoscopic management was sufficient in the remaining 2 cases. Superficial surgical site infection and parietal hematoma were related to the mesh and not related to the device.

Manufacturer narrative:
Concomitant medical products:¿ unknown endo gi unknown endo gia instrument lot # unk title: prevention of incisional hernia after single-port sleeve gastrectomy (prism): a prospective non-randomized controlled study source: surgical endoscopy (2022) 36:7225¿7232 https://doi.org/10.1007/s00464-022-09088-y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.